Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had called the ambulance with hypoglycemia. The patient's blood glucose levels reached 24 mg/dl while wearing the pod for an unknown amount of time. The patient did mention that they fell due to the low blood glucose levels. The patient was treated with IV(intravenous) dextrose. The patient was released the same day. The pod was worn when seeking medical attention.